Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia) and oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts up to 331; ventricular tachycardia (vt) non-sustained episodes due to lead noise oversensing. Rv lia occurred on (B)(6) 2016, for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Concomitant medical products: 407652 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes with noise and sensing integrity counter (sic) due to a possible fracture. The rv lead was partially explanted and was replaced with a new lead. It was also reported that the right atrial (ra) lead became dislodged during the extraction procedure for the rv lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia) and oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts up to 331; ventricular tachycardia (vt) non-sustained episodes due to lead noise oversensing. Rv lia occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.